Event description:
It was reported the trial patient did not have motor response with the lead. Response was obtained with needle. There was blood within the lead body. The lead was changed. The patient felt stimulation and was doing well.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).